Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact mark. The grasping section had contact mark. The tissue pad was severely worn and partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total thyroidectomy, three devices were failed. The tissue pads of the first and 2nd device were damaged and probe damage error occurred. The tissue pad of the 3rd device was severely worn and ultrasonic level error occurred. The user changed the procedure, but the intended treatment was completed. There was no patient injury reported. It was not reported that any fragments fell off into the patient. This is the report regarding the severely worn tissue pad. This is the 3rd one of three reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".